Event description:
The complainant reported a 78 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an access site bleed. A blood transfusion was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.